Event description:
Per the clinic, during the implantation surgery on (B)(6) 2024, the surgery time was extended for 2 hours due to unable to screw an osia implant on the internal fixture. A back-up internal fixture was used with no further issues.